Event description:
Caller reported a tandem mobi cartridge alarm during the load process, confirmed by cartridge alarm 30, and had consecutive alarms with cartridges. There was no adverse impact on the customer's blood glucose level. The customer was advised to return the problematic pump to tandem within 10 days and was sent a replacement pump, though no backup therapy was available, and the caller planned to contact their healthcare provider. The customer was instructed on setting the pump into storage mode and returning it using a pre-paid label, as well as on programming settings and connecting their cgm to the replacement pump.